Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Review of the post market surveillance surveys noted that the surgeon is dissatisfied with the force transmission of the curved and straight cup impactors and with the overall functionality of the instrumentation in implanting an acetabular cup. Surgeon stated, "could never get cup fully seated and can't turn handle to left without disengaging cup. No removal of cup after implanted."additional information: the surgeon has stated there were absolutely no adverse patient events. No instruments were damaged so no need to return. He also said he remembers all if those patients he did da hips on with that instrumentation going home the next morning within 24 hrs of surgery.

Manufacturer narrative:
An event regarding issues with the bolt disengaging from the cup involving a curved cup impactor was reported. Conclusion: the reported event comes from a post market surveillance survey in which the surgeon noted that the cup could never fully seat and the impactor assembly could not be turned to the left without disengaging the cup. The surgeon also stated that there are no adverse patient consequences. Based on the provided information, the product reported in this investigation did not contribute to the event. The statements made by the surgeon that he is dissatisfied with the force transmission of the impactors are surgeon opinion and do not indicate an issue with the device.

Event description:
Review of the post market surveillance surveys noted that the surgeon is dissatisfied with the force transmission of the curved and straight cup impactors and with the overall functionality of the instrumentation in implanting an acetabular cup. Surgeon stated, "could never get cup fully seated and can't turn handle to left without disengaging cup. No removal of cup after implanted." Additional information: the surgeon has stated there were absolutely no adverse patient events. No instruments were damaged so no need to return. He also said he remembers all if those patients he did da hips on with that instrumentation going home the next morning within 24 hrs of surgery.